Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had the implanted neurostimulator charged to 100% the prior night, and the battery was found completely dead the next day, with a change from charging every 2¿3 weeks to rapid battery depletion. The ipg was charged to 30%, and therapy was turned on using the patient's handset; however, when interrogation was attempted, therapy was found to have automatically turned off. The patient underwent a cardioversion procedure on february 16th, and there was concern for possible cardioversion-related damage to the device or therapy. It was further reported that during an MRI appointment, an impedance test was attempted to place the ipg into MRI mode, but a telemetry failure message indicating that communication with the neurostimulator had failed appeared, and telemetry errors recurred when attempting to run the impedance test. Multiple attempts were made to interrogate the device, and the ipg was reset 5 times. The ipg was later interrogated by skipping impedance testing, but when therapy was turned on, it automatically turned off again after a few moments, and a message displayed: ¿device stimulation has unexpectedly turned off: consider reducing stimulation.¿ during troubleshooting, the tablet suddenly would not connect to the communicator, so a clinician's tablet was used and connected to the communicator and the ipg. Data files were planned to be collected from the clinician tablet, and the patient was redirected to a healthcare provider for further evaluation.

Event description:
Additional information from rep, it is speculated that the cardioversion is the cause of implant failure. Replacement planned for (B)(6) 2026. Device was off and in MRI mode during the cardioversion

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.